Event description:
The device was used during a video assisted throacic surgery lobectomy. Reportedly, the cartridge disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.